Manufacturer narrative:
Complaint no: (B)(4). (B)(6). If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) of a vented solution set in which there is a crack in the tubing and the set is leaking. It is unknown when the event occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. Therefore, a device evaluation could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.